Event description:
Same cases as 2134265-2014-07444 and 2134265-2014-07474. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located at the moderately calcified and tortuous left anterior descending artery (lad). During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter in order to visualize the lesion. However, when pullback was performed, lost image occurred. Subsequently, it was unable to perform an automatic pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).